Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for add'l info or to request the return of the affected product.

Event description:
Received customer's maude report: "nurse moved IV pole, module on the pump head disconnect and failed to function. Dose of amount: levophedtitrate; frequency: continuous; route: IV" no other info is available, no customer info is provided or available.